Event description:
A device report from (B)(4) indicates a customer in (B)(6) reported: during a workshop it was noted the epen started suddenly when the eclectic bistoury, a non-synthes device from valley lab, is operated. It was also noted despite the locking position of the epen it turns itself on.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.